Event description:
It was reported that the ventilator did not deliver a breath and had no audible alarm while connected to a pt. No reported harm to the pt.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed initial checkout, passed an extended test run using the customer's settings, and also passed apnea functionality testing. Analysis of the event trace shows the ventilator had numerous apnea 1 alarm conditions as well as tbn zero alarm conditions due to high pres1 alarm conditions.